Event description:
Complainant alleged that, the device displayed, a pacer fault 116" and "defib fault 72" message. Complainant did not indicate that, there was any pt involvement in the reported malfunction.